Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, how did the staples "not perform right"? Was there an issue with staple formation (not in b form shape)? How was the procedure completed? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the staples did not perform right. On the handle the indicator was in the green window. The knife worked well so this was a problem. The staples are saved is a little jar next to the disposable.

Manufacturer narrative:
(B)(4). Batch #: r57h73. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. In addition, several malformed staples were received inside of a plastic bag. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the malformed staples indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, how did the staples "not perform right"? No further information was given. Was there an issue with staple formation (not in b form shape)? Unk. How was the procedure completed? Unk. Were there any patient consequences? Not mentioned at this point in time. (B)(6) sent a mail to the hospital, but due to the holiday period there was no reaction.